Event description:
Pt had a bird's nest vena cava filter implanted in 1994. Eleven years later, an examination of the vena cava noticed that the struts at the top of the filter has eroded through the vena cava, causing a pseudoaneurysm off the aorta approximately three centimeters below the renal arteries. A zenith aaa iliac leg extension was deployed into the aorta, covering the eroded section of the vessel. When deployed, the graft material of the endovascular graft lanced below the filter struts, covering the pseudoaneurysm in the aorta.